Manufacturer narrative:
(B)(4). A polaris ultra stent was returned for evaluation. A visual evaluation of the returned device found that the bladder pigtail and the middle section of the stent were found detached. The detached section was located in a side port hole. The suture string was not returned for analysis. Based on the product analysis, it was determined that the failure encountered (stent detached) may have to be related to the suture string manipulation during its removal, the stent detached found is consistent with damage that is normally caused when the suture is being pulled incorrectly or with excess of force. Therefore the most probable root cause for this event is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was to be used for a ureteroscopy with stent placement procedure performed in the ureter on (B)(6) 2018. According to the complainant, during preparation, before the stent was inserted into the patient, the stent broke when they attempted to remove the suture from the stent. The procedure was completed with another polaris ultra stent. There were no serious injuries nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was to be used for a ureteroscopy with stent placement procedure performed in the ureter on (B)(6) 2018. According to the complainant, during preparation, before the stent was inserted into the patient, the stent broke when they attempted to remove the suture from the stent. The procedure was completed with another polaris ultra stent. There were no serious injuries nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.